Event description:
A report was received that a patient was explanted due to infection at the midline incision site. The patient was experiencing symptoms of drainage and discomfort at the site. The midline incision stitches were previously removed and it was after this that the patient started to experience the symptoms of infection. A physician at the patient's living facility noticed that one of the stitches was not removed. The leftover stitch was removed and the patient was hospitalized.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional information was received that infection was not device or procedure related. The physician believed that the infection was due to the patient in the process of moving and she overdid it which opened one of her wounds. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the midline incision site. The patient was hospitalized and infection was controlled with antibiotics. The patient experienced severe issues with drainage. The physician noticed that one of the midline incision stitches was not taken out. The physician removed that stitch and there was further drainage. No further information can be available regarding the physician who took out the stitch. The patient had some oozing and discomfort at the midline incision. The patient underwent an explant procedure. It was unknown if everything was explanted.